Manufacturer narrative:
Date of submission 09/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: it was observed that there is a crack in the battery compartment near the bumper pad. Unrelated to the initial complaint, it was observed that the pump clip was no longer attaching securely to the pump case.

Event description:
On (B)(6) 2017 an evaluation of the returned pump was completed and identified a casing/condition issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.